Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600i chemistry analyzer, and identified the failure mode as a defective electrode tip and carbon dioxide membrane. The fse replaced the electrode tip and carbon dioxide membrane to resolve the issue. Age, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results with anion gaps on their unicel dxc 600i clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.